Manufacturer narrative:
Product ID: 3487, lot# va0buad, product type: lead. Product ID: neu_tlock_anchor, lot# unknown, product type: accessory.

Event description:
During the trial procedure, there was difficulty advancing the lead thru the anchor. It seemed like the electrodes was caught on something. The twist lock was fully opened. The anchor would not work. The lead had to be tied to the patient¿s skin and then taped. The lead was used. It was confirmed that the patient was doing well and the trial was finished. The doctor sutured the leads to the skin and taped them up because he could not use the anchors in the kit to secure to the skin.